Event description:
It was reported that a patient experienced an infection following a right shoulder arthroplasty surgery on an unknown date. The patient is undergoing a two-stage revision for patient-matched implants. The glenoid and stem were removed as part of a stage one revision to remove implants and place antibiotic spacers in preparation for future revision. No other patient information has been shared. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot); MFR report: unknown comprehensive anatomic glenoid (unknown); 0001825034-2024-01284. G2: foreign - the event occurred in the united kingdom. H6: proposed annex g code - mechanical (g04) - stem. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.